Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. 1. Appearance confirmation of the returned device with visual inspection: the sheath had been torn and the stent had been exposed from the torn part. A gap was observed at the joint between the distal shaft and the intermediate shaft (approximately 305 mm from the distal end). It had been buckled in the intermediate shaft (approximately 475mm from the distal end). The thumbwheel remained locked. 2. Appearance confirmation of the distal tip of the actual device with a microscope: it had been longitudinally abraded on the side of the distal tip. It had been deformed on the top surface of the distal tip. 3. Appearance confirmation of the sheath (where the stent is placed) on the actual device with a microscope: no defects were found at the torn part of the sheath. The sheath had advanced by approximately 0.5 mm. The stent had retreated by approximately 1 mm. It had been longitudinally abraded over the entire length of the sheath. 4. Appearance confirmation of the sheath of the actual device with an electron microscope: it had been longitudinally abraded at the distal end of the sheath. It had been marked at the distal end of the sheath by the stent contrast marker adhering. It had been torn off in the vicinity of the torn part. It had been abraded in the vicinity of tear off. It had also been abraded on the inner surface that was in contact with the stent. Based on these findings, it was thought that the sheath was torn off when it was abraded from both the outer and inner surfaces (stent side) and a tensile load was applied. 5. Appearance confirmation of the fixed part of the release wire with a microscope. No anomaly such as wire detachment was found. 6. Appearance confirmation of the shaft of the actual device with a microscope: the intermediate shaft had retreated by approximately 11 mm, and a gap generated at the joint between the distal shaft and the intermediate shaft. It had been buckled by approximately 7 mm at the intermediate shaft. The gap at the joint between the distal shaft and the intermediate shaft was thought to have been caused by buckling of the intermediate shaft. No anomaly such as kink was found in other shafts. 7. Appearance confirmation of the intermediate shaft of the actual device with an electron microscope. It had been abraded at the intermediate shaft. 8.appearance confirmation of the release wire of the actual device under x-ray fluoroscopy no anomaly such as kink was found at the release wire. 9. Appearance confirmation of the handle of the actual device under x-ray fluoroscopy. No anomaly was found at the release wire of the handle. 10. As a result of measuring the outer diameter of the sheath of the actual device, it met the factory's specifications, and no anomaly was found. 11. As a result of measuring the outer diameter of the shaft of the actual device, it met the factory's specifications, and no anomaly was found. 12. As a result of investigating the manufacturing records and shipping inspection records of the product of the involved product code/lot number, no anomaly was found. 13. As a result of investigating the past complaint file with the involved product code/lot number, no other similar event was reported from other facilities. Based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions of the actual device. Regarding this issue, it is considered to have occurred through the following mechanism as one of the possibilities: 1. When the actual device was inserted into the lesion, excessive abrasion and external pressure were applied to the sheath, causing the sheath to be abraded from both the outer and inner surfaces and to be torn. 2. The stent partially self-expanded and was exposed due to the tear in the sheath. 3. The exposed stent got caught on the lesion or an already implanted stent, causing resistance when trying to remove it. As for the gap and buckling in the shaft, it was thought that some object (lesion, etc.) Had come into strong contact with the intermediate shaft, resulting in buckling as only the intermediate shaft was compressed, and a gap generated between the intermediate and distal shafts. Relevant instructions for use (IFU) reference: "<precautions> repeat the pre-dilatation step if you feel any resistance (advancing the stent system by force can potentially damage the blood vessel and/or break or damage the stent system.)" Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the misago (8.0×100mm) was placed in left ecia via left femoral approach. When the device was delivered and passed through the first placed misago, positioning was attempted; however, it could not be pulled back. It was determined to be difficult to place in the proper position, and it was forcefully pulled and removed. Inspecting the removed device, the stent cover was damaged and the stent came out. The procedure was successfully finished after replacing it with another one. No patient harm was reported.